Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a routine check that there was atrial noise seen on three automatic mode switch episodes on a patients device. The noise was reproduced with isometric movements. The patient is stable and will be monitored.